Event description:
A customer obtained erroneously elevated troponin (accu tni) results for three patients. The initial results were: 0.10, 0.04, and 0.14ng/ml for patients a-c, respectively. The specimens were re-tested and repeated results were: 0.70, 0.70, and 0.52ng/ml for patients a-c, respectively. "Negative" results were obtained for all three patients upon repeat testing on a different instrument. The results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The specimens are collected in 13x100, plastic greiner pst tubes. The samples were initially centrifuged on the automation line. Customer aliquots and re-spins all elevated accu tni patient samples in an ultracentrifuge prior to repeat analysis. Qc was within specifications before the event. A field service engineer (fse) was dispatched: a) the aspirate tubing check failed and the fse replaced the aspirate tubing. B) the fse replaced four wheel bearings. C) the fse cleaned some components. D) the fse ran a diagnostic testing and 20 replicates of accu tni qc across all pipettors with good results. Although the fse addressed hardware issues, a definitive root cause was not identified for this event. A malfunction will be assumed for the purpose of this report.